Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped. Additional findings not related to the malfunction/issue, during the evaluation, it was noted that the dc port was damaged. The dc power connector cable requires replacement to address the issue. There is no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted due to the dc port issue.